Event description:
Healthcare professional reported th pt experienced "frequent vomiting" and finds it "difficult to ingest solid meals," as well as the port was "flipped", first noticed when the pt complained of occasional abdominal pain. The lap-band system was explanted.

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Dysphagia, vomiting, and abdominal pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.